Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician attempted to provided troubleshooting with the user over the phone. The technician asked the user to confirm that the sdi cable was plugged into an output on the cv-190. It was plugged in. Both port a and port b on the sdi 1 was in use. There was no image. The user advised that he was running the sdi cable from out of 2 to the computer and then routing the video back to the oev-262h via hd15. The user was able to see the computer image via the hd15 input on the monitor; however, neither port a sdi 1 in nor port b are showing an endoscopy image. When the cable was moved over to sdi in 2 on the monitor gave the same result. The user replied by email that it appears the monitor was not receiving the incoming image from the lenovo computer. The issue was resolved. The image can now be seen. No further information was reported.

Event description:
The user facility reported that there was an issue with the image. The oev 262h monitor has no image. There was no patient injury or harm reported. No additional information was provided.

Manufacturer narrative:
The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the reported phenomenon is determined to be that an unsupported signal was applied. It was concluded that this event was caused by handling. Olympus will continue to monitor complaints for this device.